Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent ipg replacement surgery. Therapy was restored post-operative.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg is not holding charge. Reportedly, patient is not receiving 24 hours of stimulation with a fully charged ipg. As such, surgical intervention may take place at a later date to address the issue.